Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited diagnostics anomaly. The diagnostics was cleared and the device would be monitored.